Manufacturer narrative:
Device passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test. Device received with cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the beeping was not going off. The customer¿s blood glucose level was unknown. Customer had noticing that when his insulin was getting low it did not sound him and it had crack in it. Customer had noticed that the beeping was not going off. Customer was not hearing the low reservoir alarms and the insulin pump had damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.